Event description:
It was reported that during inspection for use, a scope connection error was reported on the videoscope. The customer stated that when attempting to connect the scope to the tower, an intermittent connection error occurred. The issue did not present immediately upon connection but has occurred on two separate occasions with the same scope. The previous week, the biomedical engineering team cleaned the tower connections in an attempt to resolve the problem; however, the scope connection error reoccurred. It is noted that all other scopes are functioning properly with the tower without issue. The was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.